Event description:
Same case as MDR ID#: 2134265-2013-07880. It was reported that following an aneurysm treatment procedure, device damage and migration occurred. In 1999, the patient had an aneurysm. The target lesion was located in the right femoral artery with a reference vessel diameter of 5.5cm. Two unknown bsc devices were implanted. The patient reported that in aug 2000, one device got kinked and cut blood supply to the left leg, and another device in the right femoral artery became loose and retracted to the aneurysm allowing blood to enter aneurysm again. The patient underwent a surgery to fix the issues.

Manufacturer narrative:
Event date: (B)(6) 2000. If implanted, give date: (B)(6) 1999. Brand name: the complaint reporter identified this device as a bsc product, however, they were unable to identify the name of this device. Our investigation of this complaint has been unable to determine the specific brand name. If additional information becomes available a supplemental MDR will be reported. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).